Manufacturer narrative:
(B)(4). The device was received with the electrode not present and not returned. No further functional analysis could be performed due to device's receiving condition. It could not be determined what may have caused the incident reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, the electrode tip got bent. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.